Event description:
The biomedical engineer (bme) reported that the v60 ventilator was displaying a "vent inop" error message (unspecified). There was no patient involvement when the issue occurred. No patient impact and/or harm was reported. The user was restricted from using the device, as it was removed from service. No user harm was reported. The remote service engineer (rse) noted that the issue was replicated during troubleshooting, but it was not specified what alarm was observed. It was reported by the bme that the device powered down, and was giving a "vent inop" error message. The customer requested onsite service. Final investigation and disposition are pending.